Event description:
It was reported that the patch tore after implantation of the collamend pulled away from the sutures. The procedure was a ventral hernia used as an onlay. Mesh was explanted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our current knowledge.